Event description:
A pt experienced withdrawal for the first time during a normal refill cycle. The pt was admitted to a hosp. It was reported that interrogation with the pump was un-successful, and it was believed that the implanted device's battery was possibly dead. The pt's status was noted as serious. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).